Event description:
At follow-up, it was reported the device had a charge time of > 18 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event. We have no information to suggest the therapies delivered were inappropriate.